Event description:
Per audiologist, the patient reported discomfort while using the speech processor over the past six months. The results of an integrity test done in 2007 were consistent with normal receiver/stimulator function with multiple electrode anomalies. The anomalous electrodes were deactivated in the patient's sound processor program. The new program did not alleviate the problem and the patient discontinued the use of this device (the patient has bilateral implants). The integrity test was repeated approx three and a half months later, with similar results. Explantation/reimplantation surgery is planned for three months later.

Manufacturer narrative:
This type of event is addressed in the device labeling.